Manufacturer narrative:
(B)(4).

Event description:
It was reported an error code occurred during aspiration. The physician was preforming a fistula declot in the patient's arm using an angiojet® ultra system console and an angiojet® solent¿ proxi thrombectomy catheter. While aspirating the clot, the console drawer assembly/actuator locked up and fluid leaked and spilled onto the console tray which resulted in an error code occurring on the console. The physician attempted to reprime the catheter but was unsuccessful so they just removed the catheter. The procedure was completed with balloon angioplasty and had a satisfactory result. No patient complications were reported and the patient was fine.

Manufacturer narrative:
The angiojet ultra system was received in fair condition with no physical damages/defects observed. The unit passed the angiojet system functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported an error code occurred during aspiration. The physician was preforming a fistula declot in the patient¿s arm using an angiojet ultra system console and an angiojet solent proxi thrombectomy catheter. While aspirating the clot, the console drawer assembly/actuator locked up and fluid leaked and spilled onto the console tray which resulted in an error code occurring on the console. The physician attempted to reprime the catheter but was unsuccessful so they just removed the catheter. The procedure was completed with balloon angioplasty and had a satisfactory result. No patient complications were reported and the patient was fine.